Manufacturer narrative:
(B)(4). The owner's manual part number 1148075, rev.b(jul-08)was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
A report has been received from a dealer that the seat was cracked. No report of injury. A replacement has been sent to repair the unit. Any further information received on this incident will be filed in a follow up report.